Manufacturer narrative:
H3: one level 1 hotline blood and fluid warmer was received with a damaged lcd, a cracked tank cover, wear and tear damage on the front cover and plate clip as well as a stripped interlock block. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. A visual inspection was also conducted. The reported "display is bad" issue was able to be confirmed. Impact from the front cover damaged the lcd. The printed circuit board (pcb) containing the lcd will be replaced to resolve the issue.

Event description:
Information was received that the display is bad on a smiths medical level 1 hotline low flow system. No adverse effects reported. Additional information was received indicating that the product problem occurred during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
B5 updated with the following additional information: additional information was received indicating that the product problem occurred during preventative maintenance. There was no patient involvement.

Event description:
Information was received that the display is bad on a smiths medical level 1 hotline low flow system. No adverse effects reported.